Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a revision. Additional information was obtained indicating that the pocket was re-opened as the lead had pulled back. In addition, the rv lead was re-attached and was given more slack. This rv lead remains in service. No additional adverse patient effects were reported.